Manufacturer narrative:
The manufacturer completed all of the information on this form. Other firm reference number:(B)(4).

Event description:
Customer stated "we had a patient that the wound got infected" after having "l3/l4; l4/l5 percutaneous laser disc decompression". "Sidefire laser was introduced into each space and laser energy was used to ablate the nucleus at each level". This information was doccumented as reported to trimedyne, inc.